Manufacturer narrative:
The insulin pump had a button error alarm due to a corroded keypad trace. There was no moisture damage found on the electronic assembly and the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose is 95 mg/dl. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer stated that she was sweating. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.